Event description:
The pt reportedly experienced an impact to the implant site, which resulted in pain and swelling of the area. The pt developed a blood clot near the implant site, which was surgically removed. The pt is currently doing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt is currently doing well. The pt's device remains implanted. This is the final report.